Manufacturer narrative:
No system error messages were generated. On (B)(4) 2011, bci field service engineer (fse) was on site and found vacuum pump not performing to specifications. Fse replaced vacuum pump and verified system performance to published specifications. Root cause is associated with hardware.

Event description:
A customer reported to beckman coulter inc. (Bci) an overflowing wash tower in an access 2 immunoassay analyzer. There were no reports of injuries to users / lab visitors or exposure to hazardous liquids.